Event description:
It was reported on feb 4, 2026 four of the six distal screws were loose and not locked into the plate upon reentry.upon testing, the screws would not lock in the two radial most screw holes no matter how the user tried. The user could get all of the other screw holes to lock but only at one specific angle. The hardware were removed.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.additional narrative:d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.